Manufacturer narrative:
Device evaluation of monitor sn (B)(4). Has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor belt receptacle was physically damaged which also caused damaged to the c656 capacitor and +5v power supply on the computer / analog (ca) board. The root cause of the damage is physical abuse. No adverse event resulted from the physical abuse.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.